Manufacturer narrative:
The customer returned the device for pm/calibration. Repair was completed through the service repair process for damage that was found during investigation. The bezel assembly, air in line sensor assembly , front door, rear case, iui right/left, sear latch, membrane frame and door cover were replaced. The proximate causes for the damaged found during testing are as follows: crack observed on lower hinge of bezel assembly due to wear. Ail sensor assembly housing observed cracked due to wear. Front door damaged due to wear. Rear case damaged due to wear. Male iui pins damaged due to maintenance issues. Female iui pins damaged due to maintenance issues. Door latch sear damaged due to wear. Membrane frame damaged due to wear.

Event description:
The device was found to have damaged components.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue.the customer report of failing preventive maintenance was confirmed.there was no reported patient injury. This device is used for therapeutic purposes.